Event description:
The pump was returned for investigation. Investigation revealed a dim, fading and reddish colored display. This report is made based on results of investigation completed on 10/15/2014.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 10/15/2014 with the following findings: the display was observed to be dim, fading, and reddish in color. The pump case was observed to be intact with no physical damage observed. Product analysis was unable to duplicate the initial complaint. The cartridge and battery caps were not returned with the product; a test battery cap was used to verify all steps. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.